Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Since a head trauma occurred back in 2020 the user has not been hearing well as before with the devices on both sides. Abnormal impedance were found on one channel on both sides. However, testing performed on may 2021 reportedly showed good results. Recently there has been no sound reported on the left side since mid-january 2022. The user was last seen on (B)(6) 2022, when no connection between the implant and the software could be established.

Manufacturer narrative:
Conclusion: the device failed due to a moisture induced defect of the electronic circuitry. The origin of the significant amount of residual moisture measured could not be determined conclusively. Most probable is a defect of the feed-through assembly causing a leakage which was not detectable by the means available for returned device investigation. In addition, one channel shows hi status due to undermined reasons. Further two channels were found extra-cochlear at explantation surgery due to a post-operative migration of the electrode array out of cochlea. This is a final report.

Event description:
After a head trauma which occurred back in 2020 the bilaterally implanted user has not been hearing well as before with either device. Abnormal impedance was found on one channel on both sides. However, testing performed on (B)(6) 2021 reportedly showed good results. Recently there has been no sound reported on the left side since (B)(6) 2022. The user has been re-implanted. Per device explantation report, 2 channels were found extra-cochlea at explantation.

Manufacturer narrative:
Additional information: based on the received information from the field, it seems that the implant electronics has been damaged due to a possible external impact. In addition one channel shows hi status due to undermined reasons. However to determine an exact root cause device investigation would be necessary. Re-implantation is considered, but no date has been scheduled yet.

Event description:
After a head trauma which occurred back in 2020 the bilaterally implanted user has not been hearing well as before with either device. Abnormal impedance was found on one channel on both sides. However, testing performed on may 2021 reportedly showed good results. Recently there has been no sound reported on the left side since (B)(6) 2022. The user was seen on 01-feb-2022, when no connection between the implant and the software could be established.